Event description:
Caller reported a cartridge alarm had occurred. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to load a new cartridge using the correct technique, successfully resumed insulin therapy, and resolved the issue.